Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the clip was caught in the chordae. It was reported that after a mitral valve replacement procedure and tricuspid valve reconstruction, a mitraclip procedure was to be performed to treat tricuspid regurgitation (tr) with a tr grade of 3. The steerable guide catheter (sgc) reached the tricuspid valve. Steering the mitraclip delivery system (cds), did not result in enough distance to the tricuspid valve, thus only sgc steering was possible. Due to the anatomy, the clip only exited a little out of the sgc; there was not enough space between sgc tip and clip to perform a grasping attempt. The clip was inverted and pulled back into the right atrium. The clip got caught in the chordae, resulting in a chordae rupture and caused the pre-existing flail to enlarge. No clips were implanted. Tr grade remains high. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and the reported clip becoming caught in chordae (difficult to remove) appears to be related to the challenging patient morphology/pathology. The reported tissue damage (mitral valve injury) appears to be a result of the procedural conditions (clip becoming caught in the chordae and maneuvers related to the difficulty removing the clip). It should be noted that the reported patient effect of mitral valve injury (tissue damage) is listed in the mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. It should be noted that the mitraclip IFU states, under the intended use section, that: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. There is no indication that the user technique influenced the reported event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was received: the tricuspid regurgitation (tr) grade remains at 3. No additional information was provided.